Event description:
Burned her husband / there is scarring [thermal burn], burned her husband / there is scarring [scar]. Case narrative: this is a spontaneous report received from a contactable consumer reporting for her husband. A male patient of unknown age started to receive thermacare heatwrap (robax lower back & hip heatwrap) lot number: x96245, expiration date: oct2021, catalog number 062107336307, from unknown date for unknown indication. Medical history and concomitant medications were not reported. On (B)(6) 2019, reporter stated the product burned the patient a few weeks ago. There was scarring. The action taken in response to the events of the product was unknown. The outcome of the events was resolving. Per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. Additional information has been requested and will be provided as it becomes available. Follow-up (11sep2019): new information received from the product complaint group includes: severity of harm ranking. Company clinical evaluation comment: based on the information provided, the event thermal burn and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event thermal burn and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the return sample did not show any obvious defects to the wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"states the product burned her husband a few weeks ago, consumer states there is scarring". The wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. X96245 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 24aug2018. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the manufacturing site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for...

Event description:
Blisters formed from the burn/ painful blisters/burned her husband / experienced a stinging and burning feeling/burned his skin (hip area) [burns second degree] , there is scarring/produced scars [scar] , he was wearing a snug waistband/belt for about 3.5 hours/he did not check his skin under the product while wearing thermacare/he read the usage instructions on thermacare before he used the product [intentional device misuse] , for sciatica [intentional device use issue]. Case narrative: this is a spontaneous report received from contactable consumers reporting for her husband and patient himself. A 59-year-old male patient started to receive thermacare heatwrap (robax lower back & hip heatwrap) lot number: x96245, expiration date: oct2021, catalog number 062107336307, from (B)(6) 2019 to (B)(6) 2019 for sciatica. Medical history included rheumatoid arthritis. Concomitant medications were none. The patient stated he previously used thermacare heatwraps, but not sure for how long and the same problem/symptom was not experienced during previous use. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) for an unspecified amount of time. The patient has not previously experienced a problem/symptom with one of these products. On (B)(6) 2019, reporter stated the product burned the patient a few weeks before (in 2019). There was scarring in 2019. The patient is currently not under the care of a physician for any medical condition. The patient would classify his skin tone as medium (neither light nor dark) and he does not have sensitive skin. The patient does not have any abnormal skin conditions. The color of the box he purchased was the red box and none of the product is remaining. While the patient was wearing thermacare, he was wearing a snug waistband/belt for about 3.5 hours. He did not engage in exercise while using the product and he did not check his skin under the product while wearing thermacare since (B)(6) 2019. He read the usage instructions on thermacare before he used the product. He was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient experienced a stinging and burning feeling on (B)(6) 2019 around afternoon and was using thermacare that day for 3.5 hours. Blisters formed from the burn. The scarring remained. He did not consult a healthcare professional for the problem(s)/symptom(s) and there was no treatment or recommendation given. The event of burned started on (B)(6) 2019, no admission to hospital involved, no treatment received, and he was fine now. The event of scarring started on (B)(6) 2019, no admission to hospital involved, no treatment received, and he was still experiencing. The patient stated he put it on like he had previously but a few hours in, it felt prickly and stinging and uncomfortable, like a burning sensation. When he had a chance to remove it, he had painful blisters which occurred on (B)(6) 2019. When he went to his registered massage therapist (rmt), because of the burns he was not able to apply heat to the area he could not continue the treatment. He has been in pain and suffering. The blisters did dry up however they have left sizeable scars. The patient further mentioned the product had burned his skin (hip area) which produced scars. The patient would just contact his lawyer due to all the permanent burns. The action taken in response to the events of the product was unknown. The outcome of event blisters formed from the burn/ painful blisters/burned her husband / experienced a stinging and burning feeling/burned his skin (hip area) was recovered in 2019. The outcome of event there is scarring/produced scars was not recovered. The outcome of the other events was unknown. As of (B)(6) 2019, per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. As of (B)(6) 2019, according to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the return sample did not show any obvious defects to the wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "states the product burned her husband a few weeks ago, consumer states there is scarring". The wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. X96245 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 24aug2018. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the manufacturing site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed. Scope: date contacted: 16may2017 through 16may2019/manufacturing site: pfizer albany/complaint class: product attribute use complaint sub class: wrap/patch/pad too hot. The system's customizable search returned a total of 75 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this customizable search, there is a trend emerging in may for the subclass of wrap/patch/pad too hot for lbh products. A full investigation was closed on 30jul2019 to identify the root cause of the trend for the subclass wrap/patch/pad too hot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 24aug2018. This DHR for this lot has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. The visual inspection of a retain samples included one carton, three pouched wraps inside. Inspection shows no obvious defects to cartons, pouches or wraps. An evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this lot. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot. Follow-up (11sep2019): new information received from the product complaint group includes: severity of harm ranking. Follow-up (12sep2019): new information received from product quality complaint group included: investigation results. Follow-up (02oct2019): new information received from the same contactable consumer includes: patient information (added age), medical history, past drug history, product information (added indication), and reaction data (added events 'blisters formed from the burn/ painful blisters/burned her husband / experienced a stinging and burning feeling', 'he was wearing a snug waistband/belt for about 3.5 hours/he did not check his skin under the product while wearing thermacare/he read the usage instructions on thermacare before he used the product', and 'for sciatica' and added onset date of event, no treatment, and updated outcome of events). Follow-up (01nov2019): new information received from a contactable consumer (patient) and the other same contactable consumer includes: event details., comment: based on the information provided, the events of "burn blister", "scar" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. A trend does not exist for this batch. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burned her husband / there is scarring [thermal burn] , burned her husband / there is scarring [scar] , . Case narrative:this is a spontaneous report received from a contactable consumer reporting for her husband. A male patient of unknown age started to receive thermacare heatwrap (robax lower back & hip heatwrap) lot number: x96245, expiration date: oct2021, catalog number 062107336307, from unknown date for unknown indication. Medical history and concomitant medications were not reported. On (B)(6) 2019, reporter stated the product burned the patient a few weeks before (in 2019). There was scarring in 2019. The action taken in response to the events of the product was unknown. The outcome of the events was resolving. As of (B)(6) 2019, per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. As of (B)(6) 2019, according to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the return sample did not show any obvious defects to the wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"states the product burned her husband a few weeks ago, consumer states there is scarring". The wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. X96245 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: (B)(6) 2018. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the manufacturing site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed. Scope: date contacted: (B)(6) 2017 through (B)(6) 2019/manufacturing site: pfizer albany/complaint class: product attribute use complaint sub class: wrap/patch/pad too hot. The system's customizable search returned a total of 75 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this customizable search, there is a trend emerging in may for the subclass of wrap/patch/pad too hot for lbh products. A full investigation was closed on (B)(6) 2019 to identify the root cause of the trend for the subclass wrap/patch/pad too hot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: (B)(6) 2018. This DHR for this lot has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. The visual inspection of a retain samples included one carton, three pouched wraps inside. Inspection shows no obvious defects to cartons, pouches or wraps. An evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this lot. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot. Follow-up (B)(6) 2019): new information received from the product complaint group includes: severity of harm ranking. Follow-up (B)(6) 2019): new information received from product quality complaint group included: investigation results., comment: based on the information provided, the events of thermal burn and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. A trend does not exist for this batch. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the return sample did not show any obvious defects to the wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"states the product burned her husband a few weeks ago, consumer states there is scarring". The wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. X96245 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: ((B)(6) 2018. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the manufacturing site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the return sample did not show any obvious defects to the wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"states the product burned her husband a few weeks ago, consumer states there is scarring". The wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. X96245 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 24aug2018. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the manufacturing site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for

Event description:
Event verbatim [preferred term] blisters formed from the burn/ painful blisters/burned her husband / experienced a stinging and burning feeling [burns second degree] , burned her husband / there is scarring [scar] , he was wearing a snug waistband/belt for about 3.5 hours/he did not check his skin under the product while wearing thermacare/he read the usage instructions on thermacare before he used the product [intentional device misuse] , for sciatica [intentional device use issue] , . Case narrative:this is a spontaneous report received from a contactable consumer reporting for her husband. A 59-year-old male patient started to receive thermacare heatwrap (robax lower back & hip heatwrap) lot number: x96245, expiration date: oct2021, catalog number 062107336307, from 04aug2019 to 06aug2019 for sciatica. Medical history included rheumatoid arthritis. Concomitant medications were none. The patient stated he previously used thermacare, but not sure for how long and the same problem/symptom was not experienced during previous use. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) for an unspecified amount of time. The patient has not previously experienced a problem/symptom with one of these products. On 03sep2019, reporter stated the product burned the patient a few weeks before (in 2019). There was scarring in 2019. The patient is currently not under the care of a physician for any medical condition. The patient would classify his skin tone as medium (neither light nor dark) and he does not have sensitive skin. The patient does not have any abnormal skin conditions. The color of the box he purchased was the red box and none of the product is remaining. While the patient was wearing thermacare, he was wearing a snug waistband/belt for about 3.5 hours. He did not engage in exercise while using the product and he did not check his skin under the product while wearing thermacare. He read the usage instructions on thermacare before he used the product. He was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient experienced a stinging and burning feeling on 06aug2019 around afternoon and was using thermacare that day for 3.5 hours. Blisters formed from the burn. The scarring remained. He did not consult a healthcare professional for the problem(s)/symptom(s) and there was no treatment or recommendation given. The event of burned started on (B)(6) 2019, no admission to hospital involved, no treatment received, and he is fine now. The event of scarring started on (B)(6) 2019, no admission to hospital involved, no treatment received, and he is still experiencing. The patient stated he put it on like he had previously but a few hours in, it felt prickly and stinging and uncomfortable, like a burning sensation. When he had a chance to remove it, he had painful blisters which occurred on 06aug2019. When he went to his registered massage therapist (rmt), because of the burns he was not able to apply heat to the area he could not continue the treatment. He has been in pain and suffering. The blisters did dry up however they have left sizeable scars. The action taken in response to the events of the product was unknown. As of (B)(6) 2019, per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. As of (B)(6) 2019, according to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the return sample did not show any obvious defects to the wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"states the product burned her husband a few weeks ago, consumer states there is scarring". The wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. X96245 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 24aug2018. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the manufacturing site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed. Scope: date contacted: 16may2017 through 16may2019/manufacturing site: pfizer albany/complaint class: product attribute use complaint sub class: wrap/patch/pad too hot. The system's customizable search returned a total of (B)(4) complaints for lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this customizable search, there is a trend emerging in may for the subclass of wrap/patch/pad too hot for lbh products. A full investigation was closed on (B)(6)2019 to identify the root cause of the trend for the subclass wrap/patch/pad too hot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 24aug2018. This DHR for this lot has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. The visual inspection of a retain samples included one carton, three pouched wraps inside. Inspection shows no obvious defects to cartons, pouches or wraps. An evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this lot. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot. Follow-up (11sep2019): new information received from the product complaint group includes: severity of harm ranking. Follow-up (12sep2019): new information received from product quality complaint group included: investigation results. Follow-up (02oct2019): new information received from the same contactable consumer includes: patient information (added age), medical history, past drug history, product information (added indication), and reaction data (added events 'blisters formed from the burn/ painful blisters/burned her husband / experienced a stinging and burning feeling', 'he was wearing a snug waistband/belt for about 3.5 hours/he did not check his skin under the product while wearing thermacare/he read the usage instructions on thermacare before he used the product', and 'for sciatica' and added onset date of event, no treatment, and updated outcome of events)., comment: based on the information provided, the events of "burn blister", "scar" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. A trend does not exist for this batch. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Burned her husband / there is scarring [thermal burn], burned her husband / there is scarring [scar]. Case narrative:this is a spontaneous report received from a contactable consumer for her husband. A male patient of unknown age started to receive thermacare heatwrap (robax lower back & hip heatwrap) lot number: x96245, expiration date: oct 2021, catalog number: 062107336307, from unknown date for unknown indication. Medical history and concomitant medications were not reported. On (B)(6) 2019, reporter stated the product burned the patient a few weeks ago. There was scarring. The action taken in response to the events of the product was unknown. The outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event thermal burn and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event thermal burn and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.